Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc found blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon would not inflate due to the blood and contrast noted. Therefore, the device was left pressurized to dissolve the blood and contrast and the analysis confirmed that there was a longitudinal rupture in the middle of the balloon extending distally for a length of 5.5 mm. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, an interaction with the stent implant, lesion calcification and tortuosity or insufficient preparation prior to use. The scanning electron microscopy lab analysis, determined that the balloon failure may have been attributed to exposure conditions during the procedure and/or a material/processing discrepancy initiating along the inner surface. Damage of this type is also consistent with multiple inflations and/or high stress being applied to the balloon material. In this case, as there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. The lesion was also reported as mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the reported difficulty. It was noted that the balloon was initially pressurized multiple times without incident and may have contributed to the reported rupture. It was further reported that the balloon was pressurized above rate burst pressure (rbp). It should be noted that per the instructions for use, balloon pressure should not exceed the rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. In this case, inflating the balloon beyond the labeled rbp may have contributed to the reported complaint. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex artery with mild tortuosity and moderate calcification. Pre-dilatation and intravascular ultrasound (ivus) was performed. Further dilatation was then made with the 2.0 x 15 mm trek balloon, and a xience v stent was implanted. Ivus was performed and post-dilatation was done with the 2.0 x 8 mm voyager nc balloon at 18 atmospheres (atm) for 12 seconds, 18 atm for 10 seconds, and 18 atm for 8 seconds; however, during the fourth inflation, the balloon ruptured at 22 atm, and was removed without issue. It was confirmed that the stent was fully apposed to the vessel wall; therefore, the procedure was completed, and there were no adverse patient effects. The physician commented that the way the balloon ruptured was slightly different compared to usual cases. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: 6f il3.5(terumo) heartrail. Stent: xience v 2.5-12. Above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.